Event description:
It was identified during a periodic review of the programming history database that a system diagnostic showed high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
A review of device history records for the generator showed that it was marked as 'not for human use' meaning this generator was sent out as a demo. Therefore the high impedance is likely due to the generator not being connected to a lead.